Manufacturer narrative:
(B)(4) the opt944 interface is used to deliver humidified oxygen to patients and consists of a lightweight delivery tube connected to a rigid plastic base and soft nasal prongs (nasal interface). The interface is held in place by a head strap and features a head strap clip which works in tandem with the tubing clip (attaches to the patient's clothing/bedding) to support the weight of the circuit and prevent the cannula being dislodged. Method: the complaint cannula was received at fisher & paykel healthcare and was visually inspected. Results: visual inspection of the returned cannula revealed that the right side of the head strap was detached from the clip. No damage was found to the hinge hook and the hinge hook latch was fully engaged. The left side of the head strap was found to be correctly assembled. Conclusion: we are unable to determine how the head strap became detached. This is the only such complaint we have received for the opt900 series cannula. All optiflow interfaces are inspected during production for visual defects including cracks, tears, inclusions, discolouration and stretching or deformation. Any product that fails the visual inspection is disposed of. The assembly procedure for the opt944 cannula includes clear instructions for assembling the strap to the hinge hook and instructs the assembler to "ensure the hinge hook latches are engaged, using a magnifier". If a hook is found not fully engaged the team leader is notified. The setup instructions in the user instructions which accompany the opt944 nasal cannula include the following steps: - ensure head strap clip is attached, to prevent cannula from being pulled out of the nares. - cannula can become unattached if not used with the head strap clip. - attach tubing clip to clothing/bedding to prevent cannula from pulling off face. The user instructions also contain the following warnings/cautions: - do not crush or stretch tube, to prevent loss of therapy. - failure to use the set-up described above can compromise performance and affect patient safety.

Event description:
A hospital in the (B)(6) reported that the headstrap of an opt944 nasal cannula became detached during setup on a patient. The patient was desaturating so the nurse took a replacement cannula and placed it on the patient instead. There was no further problems or patient consequence.